Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that the x-ray taken showed that one of the leads had moved. The patient stated the hcp did not have any plan to do a corrective procedure at this time and told the patient that if it moved more then an explant may need to be done. The patient reiterated that their pain was increasing and only got 30-40% pain relief. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that on (B)(6)2020 the patient met with a rep because he thought the leads changed again because he was not getting stim. They did an x-ray and it looked like the leads moved up. There were no falls, tests, procedures, or excessive bending etc. Walking was as much as he could do. The patient was meeting with the hcp on thursday. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was getting "severe pain again" and said it started about a week and a half prior to the report. The patient said the pain was right around the fusion and that was what the ins was supposed to help. The patient said his hcp needed a picture and x-ray from the day of surgery so he could compare it to the x-ray taken the day of the report. The hcp wanted to know if one of the leads moved. The patient said a rep sent an x-ray to the hcp, but the hcp hadn't received it yet. Additional information received from a manufacturer representative (rep). It was reported the patient had the x-ray and the hcp was bringing the rep in on october 3rd to review. Additional information received from a manufacturer representative (rep). It was reported the leads moved. The device was reprogrammed. No further complications were reported.